Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical dept with an unsigned noted that indicated a s233 alarm. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There is no info regarding if a power loss occurred. There were no reported adverse events or delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.